Event description:
The bed was found to be moving unintentionally at arjo service center. There was no patient involvement. No injury was claimed. The bed was rented by a customer and was replaced due to an error code that could not be cleared. There was no allegation that the bed moved unintentionally in any direction. The device was evaluated and an e300 error code was found, indicating that the button remained in the activated position for more than 90 seconds. The engineer repaired the device by replacing both head safety sides and the actuator responsible for the up/down movement. After the repair, the bed operated correctly.

Manufacturer narrative:
The investigation revealed that the hi-lo actuator malfunctioned, likely causing a short circuit that triggered the error and uncommanded bed movement. Although the actuator was identified as the probable source of the issue, the exact root cause could not be confirmed because the faulty part was scrapped, making further supplier analysis impossible. The instructions for use for citadel bed (830.213-en) includes the following information: "check operation of side rails weekly" and to "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) - weekly". Arjo device failed to meet its specification since the bed moved unintentionally. The device was not used for a patient treatment at the time of the event. The complaint was assessed as reportable due to the allegation that the bed moved on its own.